Event description:
It was reported through the submission of a usage sheet that the patient's left knee was revised. Spoke to rep: patient was revised from a 4x9 cs insert to a 4x12 cs insert due to instability. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.